Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating. The customer restarted the machine three times and unplugged and re plugged it; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer found that the network cable was damaged and replaced the network cable and then checked the ports for proper communication to resolve the issue. The system functioned as intended after the field service engineer repaired the device.